Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown.

Manufacturer narrative:
Received 1 used silicone catheter. The reported issue was confirmed during the preliminary evaluation. Per visual inspection, the balloon appeared to be mushroomed. However, the functional evaluation was unable to reproduce the reported event due to sample condition after shipment to the manufacturing location. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown. It was later reported that the catheter was placed on (B)(6) 2017 in post op. The catheter was removed on (B)(6) 2017 by urology. Per additional information from medwatch: resistance was noted upon removal. The patient complained of pain during removal with minimal bleeding from urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown. It was later reported that the catheter was placed on (B)(6) 2017 in post op. The catheter was removed on (B)(6) 2017 by urology. Per additional information from medwatch: resistance was noted upon removal. The patient complained of pain during removal with minimal bleeding from urethra.